Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant it was not possible to pace this patient's heart with this lead. The physician also noted that there was an issue with the amount of steroid on the lead tip. A new lead was thus used. This lead was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant it was not possible to pace this patient's heart with this lead. The physician also noted that there was an issue with the amount of steroid on the lead tip. A new lead was thus used. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This report is being filed to update the device codes.

Event description:
It was reported that during the implant it was not possible to pace this patient's heart with this lead. The physician also noted that there was an issue with the amount of steroid on the lead tip. A new lead was thus used. This lead was expected to be returned. No adverse patient effects were reported.